Manufacturer narrative:
The suspect device was inadvertently received and repaired to service specifications. Due to the device passing all functional testing, no further investigation into root cause failure can be performed.

Manufacturer narrative:
Vyaire file identification: (B)(4). Service technician evaluated the ventilator and was able to verify customer's reported problem. Checked and it passed repair, upgrade and pre calibration but it failed final test due to tidal volume and flow test. The transducer was re calibrated and it passed ipi and close up. But then it failed final test at pressure, o2 test and o2 blending. Verified failure that o2 blender is out of specification and it was replaced. After that it passed calibration. It failed final test for internal leak then the tubing was replaced. The ventilator passed ltv completion and doc review.

Event description:
The customer reported to vyaire medical that ltv 1200 ventilator flow outputs are high, if set at 12 lpm the ventilator is delivering 29 lpm. There is no patient involvement on the associated event.